Event description:
A malfunction alarm was reported with a code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. The customer had not reported this malfunction within the past 24 hours, so technical support provided information on resetting the pump and assisted the caller in doing so. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if the problem recurred. The caller acknowledged the advice and understood the instructions.